Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Complaint sample was evaluated and the reported event was confirmed. Signs of repeated use was noted upon product evaluation. It was also noted that 1 of 2 components were missing. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was found to be missing a ball bearing. There was no patient involvement. Attempts have been made and no further information has been provided.